Event description:
Customer called to report that the white blood cell (wbc) bath on the coulter ac.t diff analyzer overflowed following a failed startup cycle. The customer technical specialist (cts) instructed customer by telephone in performing a routine 'clean the baths' bleach procedure and in replacing the diluent filters. After troubleshooting, the wbc bath drained properly, but the startup (background check) continued to fail. The cts then generated a service request. On the following day, the field service engineer (fse) cycled a bleach sample multiple times and ran a shutdown and startup with no further background failures or bath overflow. The quality controls recovered within range, and the repairs were verified per established procedures. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The root cause for the wbc bath overflow may be attributed to a clog or debris, which most likely restricted the drain path. After the fse performed the services, including bleaching the drain path, the wbc bath drained properly. Customer has not called back to report any further issues. (B)(4).